Event description:
It was reported to boston scientific corporation that during a pelvic floor prolapse repair procedure using an uphold vaginal support system, as the physician was placing the suture of the first mesh leg assembly on the right sacrospinous ligament, half an inch of the lead suture with the needle at the end detached and was captured inside the capio cage. The physician removed the uphold mesh from the patient and the procedure was completed with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Event description:
The facility representative reported to baxter on (B)(6) 2010, a colleague infusion pump with a reported condition of the channel c open and stop keys are inoperable on the pumphead module keypad the customer did not know when or at what point in the process this event occurred. No patient injury or medical intervention resulted from the event. The software version is currently not available.no additional information was available at this time.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.